Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was having a lead replacement due to ineffective stimulation on (B)(6) 2011 (refer to report #1627487-2011-03323). When the pt was being programmed on (B)(6) 2011, it was reported that the pt felt numbness in her right leg. Attempts to obtain additional info from the physician have been unsuccessful. No further info is available at this time.